Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2019 with the following findings:during investigation, the pump was powered on and the display was found to be scratched and difficult to read as well as dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was scratched and difficult to read as well as dim and discolored. This report is made based on results of investigation completed on 25-jul-2019. There was no indication that the product caused or contributed to an adverse event.